Event description:
An issue was reported where the caller needed assistance with updating the time and personal settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in correcting the pump's time and advised monitoring for any recurrent time discrepancies. The caller understood and acknowledged the guidance provided.